Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensing but there was no report of pacing inhibition. A revision procedure was done to surgically abandon the lead. Additional information was received that the oversensing was due to lead fracture. This ra lead is no longer in-service. No adverse patient effects were reported.